Event description:
Ous MDR - after an implantation duration of 8 months, it was reported that the lead was explanted and replaced due to oversensing and decrease of the pacing impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the df4 connector pin. All fragments were received for analysis. The analysis revealed multiple abrasion marks along the lead body of the returned fragments. In particular approx. 33 cm distal to the df4 connector pin the lead body was found squeezed and deformed. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore a deformed df4 connector pin was observed which occurred most likely due to mechanical forces applied during the explantation procedure. Due to the fragmented state of the lead the electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.